Event description:
A malfunction alarm was reported by the customer, and it was identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reported at least three occurrences of the same malfunction with their pump, which was still under warranty. Consequently, technical support decided to replace the pump. The customer was advised that a replacement pump with updated software would be sent, and they acknowledged this information. Instructions were provided for putting the old pump into storage mode and returning it to tandem within 10 days using a pre-paid shipping label to avoid being billed. The customer understood and acknowledged these instructions.